Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated the product is in process of being returned to the manufacturer. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the electric dermatome handpiece doesn't take skin graft properly. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer did not return an electric dermatome device for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this electric dermatome three times. The last repair was (B)(6) 2014 where it was reported that the device was returned for repair and the power cord assembly, power switch, ball detent, thickness control lever, reciprocating arm, bearing, seal and retaining ring, motor, o-ring, head and control bar were replaced. This is not a related issue. Initial qa inspection of the electric dermatome by zimmer biomet surgical was not performed since the customer decided to not return the device for evaluation. Repair of the electric dermatome was not performed by zimmer biomet surgical since the customer decided to not return the device for the repair process. The reported event was non-verifiable since the device was not returned for evaluation. The root cause of the device cutting in and out and not taking grafts properly cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.